Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge decreased from 30% to 15% while the pump was charging. It was also reported that when the pump was connected to a power source, it would not recognize the power source. Customer then plugged the pump into a different power source and the battery gauge increased from 60% to 100%. There was no impact to the customer's blood glucose (bg) level. It was indicated that the current pump and/or injections would be used for diabetes management.